Event description:
Healthcare professional reported right side rupture, cysts, capsule delamination, and enlarged hyperechogenic lymph nodes. The devices have been explanted and replaced with non-abbvie devices.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, "capsule delamination", and "enlarged hyperechogenic lymph nodes". Healthcare professional also reported right side "cysts", which is not device-related. The devices have been explanted and replaced with non-abbvie devices.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Reason for reoperation: rupture; "enlarged hyperechogenic lymph nodes". Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening, one opening assessed as surgical damage and missing assessed as inconclusive. Cyst(s): unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b5, b6, d9, g2, h3, h6, h11.